Event description:
Caller reported a persistent cartridge alarm 20 occurring every day from (B)(6) 2025, to the present. Blood glucose levels were displayed as "high," indicating they were outside the normal range. In response, the customer administered a correction bolus via the pump and changed the cartridge, resolving the high levels without needing assistance from third parties. The issue consistently took place during pumping and was not previously reported with the same pump serial number. Technical support confirmed the cartridge alarms and arranged for a replacement pump to address the problem.